Event description:
It was reported that during implant procedure thresholds were measuring under 1.0v however, pacing impedance were high out-of-range measuring1800 ohms. The field representative did note that the helix is extended. Technical services provided possible causes. Further information from the field representative suggests that the lead was repositioned, and better impedances was obtained measuring less than 900 ohms. Lead measurements through the device were normal. No adverse patient effects were reported.